Event description:
A consumer's husband reported that his wife experienced distorted vision following intraocular lens (iol) implant surgery. The iol was replaced with a different model iol. His wife is now "doing much better". At the reporter's request, the surgeon was not contacted.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the reporter's request, the surgeon was not contacted. This report was mailed to FDA on: 09/23/2009.